Event description:
It was reported on (B)(6) 2015, that a non-union condition was identified during a follow up visit related to an implant surgery to correct a fractured left tibia.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the non-union is undetermined. The pt received an external fixator to help stabilize the fracture site in order for healing to occur. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a non-union or failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.